Manufacturer narrative:
Other relevant device(s) are: product ID: a71200. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was rep reported getting system error message and she selected restart and then she got error message about data may be lost and it won't let her proceed. Technical services(ts) did some research and then called rep back; and the issue rep encountered was likely the vanta error during start usage with new ins. Ts reviewed with rep that she can still use the neurostimulator, nms509717h, since she was able to reconnect to it later. Rep ended up using an different neurostimulator for her case and called ts after the case was done. Troubleshooting was not required. The troubleshooting steps that were taken on the call resolved the issue. They did not know what the software version was for the vanta clinician programming application (a71200) at the time of the event. Rep reported they could not confirm if the message they had seen on the tablet was one or more of the following messages: system error 0x75f6f4f5 or system error 0x4ea9bc8e or validation error 00 01 00bb.